Manufacturer narrative:
Other applicable components are product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received a device replacement on (B)(6) 2021 and during the procedure it was noted that there was an old retained lead fragment (with extended #1 electrode). There were no product events associated with yesterday's procedure.  No further complications were reported/anticipated at this time. No new information